Event description:
It was reported while using the therapy cool flex catheter during a pulmonary vein isolation ablation procedure, the irrigation port detached from the catheter. After several ablations an occlusion alarm was displayed on the cool point pump. The devices were inspected and no damage was noted, therefore the pump alarm was cleared. Ablation was continued; however, an occlusion alarm was again displayed on the pump. The catheter and tubing set were inspected and no issues were noted. Ablation was restarted and the physician noted the irrigation port had detached from the handle of the catheter. The physician manually stopped the radio frequency. The procedure was successfully completed with a different device. There were no adverse consequences to the patient.

Manufacturer narrative:
A therapy cool flex catheter was received for evaluation. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no nonconforming material reports related to as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.